Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this device was checked a month ago and the clinic reported premature battery depletion (pbd). The patient was advised to go back to the clinic for the data analysis. Additional information indicated that engineering analysis determined that the device was depleting abnormally. The power consumption was high but stable. Further, the device was explanted. No adverse patient effects were reported.